Event description:
It was reported the pump was extracting from the patient¿s body and the patient needed a doctor for the ¿pump sticking out of their abdomen.¿ it was further reported the patient was still having concerns with their device or therapy, but was working with their doctor. A pocket revision was done. It was noted that the pump was in working order. Pocket revision was done as the pump was moving and uncomfortable for the patient. The pump was flipping. A catheter issue where the sutureless pump connector piece broken off occurred during the pocket revision surgery. It was noted that the white sutureless pump piece came off when the doctor attempted to disconnect the pump from the catheter at the sutureless pump connector. However, the orange piece was left on the pump. The doctor was unable to remove the piece off the pump port, and as a result, the doctor was unable to attach a new sutureless pump connector onto the pump. The pump was replaced. The patient status at the time of this report was noted as unknown. The pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n229752001, implanted: (B)(6) 2010, product type catheter; product ID n EU_unknown_cath, serial # unknown, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found difficulty with sutureless connector which led to explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.